Event description:
It was reported that the patient had blood loss. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device being implanted in the laa of the patient. Post procedure at an unknown time the patient had a bleeding issue. The patient was bleeding in their leg and back internally which required blood transfusions to treat. The patient remained in the hospital for two weeks before being discharged home doing fine. The patient had their 45 day follow up procedure and there were no issues with the device or any other complications that were reported to have occurred. The patient is doing fine following these events.